Event description:
It was reported that following the implantation of an elevate graft "implanted 4 or 5 years ago", the patient experienced a "mesh extrusion with spotting". For clinical reasons, the physician "cannot treat her with estrogen and her tissue is poor and atrophied. The patient would like to have the mesh removed". She is being referred to another physician for the mesh removal. No further patient complications were reported in relation with this event.